Manufacturer narrative:
Based on the information provided, no conclusions can be made. As reported, patient experienced post-op complications of breast swelling and removal of the mesh. Medical affairs has assessed the patient¿s postoperative course as being serious and likely related to the study device. Review of the device history records confirmed the device was manufactured to specification. This MDR represent the lot # 130276 of galaflex (device #1). An additional MDR has been submitted to represent the lot # 140259 of galaflex (device #2). Note: this MDR report is related to a retrospective study conducted to proactively gather real-world evidence on the use and safety of the p4hb product family, including galaflex scaffold, galaflex 3d, and galaflex 3dr. All safety events from the study are adjudicated by the bd medical monitor for an independent assessment of severity and relatedness. In an abundance of caution, events for which relatedness cannot be ruled out are processed for MDR reporting. Not returned - mesh explanted.

Event description:
Per clinical trial (B)(4): on (B)(6) 2014, patient underwent bilateral revision augmentation; implant revision using a short scar incision. 1 piece of galaflex was cut in half and placed bilaterally. Concomitant procedure was a nipple lift. On (B)(6) 2014, breast swelling was reported. On (B)(6) 2014, patient had an additional procedure to remove implant and mesh. (Bilateral? One side?) Patient also received medication (cipro). Resolved without sequelae on (B)(6) 2014. On (B)(6) 2014, patient underwent another p4hb revision augmentation procedure on the right breast only. The right breast implant and mesh were replaced (as they had been removed, above). No further aes were reported. Review by medical affairs identifies the swelling as likely related to the device and serious.